Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation, but suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: bilateral iliac artery diameters of greater than 2.3 cm; the right iliac artery angulation of greater than 90 degrees; the use of an aortic cuff within the right iliac artery; and, the placement of a left hypogastric snorkel. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk of bleeding complications. Approximately one month post implant, there was substantiated evidence of a left common iliac endoleak (described as both an endoleak ib and iii) in between the two competitor's snorkel stent of the left hypogastric. This endoleak should not be associated with our device. The patient underwent a balloon angioplasty of that system and was discharged the next post-operative day on antiplatelet therapy. Approximately eight months post implant, a CT scan clearly demonstrated a type iiia endoleak and a complete component separation (stent graft event) between the main body and the left internal iliac stent. Initially, there was adequate stent overlapping observed one month post implant. There was substantiated evidence of three separate subsequent procedures associated with that finding. Initially, the patient was admitted for a diagnostic angiogram three days later, but this study did not identify the endoleak source or the stent separation. The second procedure involved placing a plug into the left hypogastric system. It was unclear as to why the patient was taken back the next day for a third intervention, but possibilities include a persistent type ii endoleak from the left hypogastric artery, and/or the inability to tolerate contrast due to a history of chronic renal disease. Nonetheless, there was no persistent endoleak, and the patient was discharged home on the second post-operative day on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be due to off label use of the device, patient anatomy and condition based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 8 months post implant of a bifurcated device, two infrarenal aortic extensions, and limb extension an endoleak was identified. The patient had a routine follow up visit and a computed tomography scan was performed. The CT scan indicated there was an endoleak and that the limb extension had slipped down and pulled apart. On (B)(6) 2014, the day before the procedure, the patient had a different procedure performed where the left hypogastric artery was embolized. On (B)(6) 2014 the physician elected to implant another limb extension which resolved the endoleak. The patient did well during the procedure and was doing well post procedure.